Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined, but the capture issue is consistent with the confirmed dislodgement of the lead.

Event description:
During follow-up, no capture was observed on the left ventricular channel. Diagnostic imaging confirmed lead dislodgement. Lead repositioning will be completed but has not yet been scheduled. The patient was in stable condition.